Event description:
It was reported that an ilet user depleted dexcom g7 sensors following an insurance change, resulting in no cgm data for more than 72 hours and a pump message indicating dosing stopped with instruction to connect cgm or use backup therapy; the pump entered expired bg run and ceased automated dosing as designed. Symptoms included no adverse clinical effects and a fingerstick blood glucose of 79 mg/dl. Outcomes included temporary interruption of automated insulin delivery and instruction to contact the healthcare provider for interim management while awaiting sensors. Investigation included customer interview, review of device use conditions, and assessment against product specifications. Investigation of this case revealed the device functioned per design with bg run expiring after the specified duration without a sensor, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use without a connected cgm beyond the allowed bg run duration and user education need regarding sensor supply continuity.

Manufacturer narrative:
Initial.